Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. The device remains in service. No adverse patient effects were reported.